Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold pta device was returned for evaluation. A visual inspection was performed and the sample was bloody. There were unraveling present at the distal end and proximal joint of balloon. A break was noted at the proximal balloon joint. Glue bullet was noted to be pulled apart from outer catheter. No other anomalies were noted to the device. During evaluation balloon was cut and it was noted the distal joint was not broken. Therefore, the investigation is confirmed for the reported break as proximal joint was broken and confirmed for identified unraveled material issue. A definitive root cause for the reported break and identified unraveled material issue could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 03/2023), g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure through biliary access site, the catheter of the device allegedly broken. It was further reported that the balloon was removed using an open surgery. There was another balloon was used to complete the procedure. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date (03/2023).

Event description:
It was reported that during an angioplasty procedure through biliary, the catheter of the device allegedly broken. It was further reported that the balloon was removed using an open surgery. There was another balloon was used to complete the procedure. There was reported patient injury.